Event description:
It was reported that the front caster wheel on a rollator fell off during use. The user tipped over in the rollator fell, breaking the back support. There was no report of user injury or medical intervention.